Event description:
According to the available information urinary leakage and pain following the insertion of a catheter. The catheter was removed and the balloon was inflated as expected. The balloon was not positioned well causing the urine leakage.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaints regarding the lot number 9429254.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we find 2 others complaints regarding the lot number 9585504 (B)(4). With the information given in the description, the drainage problem may be due to a balloon asymmetry problem. We received five sealed sample. After opening these samples, each one was inflated and deflated without any issue observed. No root cause could be determined with the help of these samples. According to the investigation made, quality database was checked and revealed no anomaly in relation to the describe defect. A similar case study was performed based on same item number aa6116xx, same defect "performance drainage" over last four year, 4 similar cases were found (B)(6), (B)(4).

Event description:
According to the available information urinary leakage and pain following the insertion of a catheter. The catheter was removed and the balloon was inflated as expected. The balloon was not positioned well causing the urine leakage.